Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead was capped and replaced after lead exhibited noise on the ventricular pace/sense portion. Patient did not experience adverse events.